Event description:
Intuitive cadiere grasper broke during use. Wire popped out on the side near the tip. There were 3 of 18 lives remaining on the instrument. Instrument removed from service and replaced with a peel pack.